Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -12.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was replaced with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).